Event description:
It was reported that when the asymptomatic patient was in clinic for a routine follow up, myopotential oversensing was observed on the device. The signal was replicated with deep respirations. Recommended programming changes were made.

Manufacturer narrative:
(B)(4).